Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement due to twiddler's syndrome within one month of implant. Reprogramming occurred. The lead was subsequently capped and replaced. It was further reported that the previous ra lead exhibited lack of capture and dislodgement likely due to twiddler's syndrome. The lead was capped and replaced. No further patient complications have been reported as a result of this event.